Event description:
The pt reported swelling at the implant site. The swelling was later reported to be located closer to the ear than the implant site. The physician prescribed ciprofloxacin, 500 mg, twice a day for seven days. The pt was advised to discontinue use of the headpiece.

Manufacturer narrative:
The physician reported that the pt's swelling has resolved. The pt was advised to resume use of the external equipment. Advanced bionics considers the investigation into this reportable event as closed. The pt's device remains implanted. This is the final report.